Event description:
During the procedure the physician found the marker band was not clearly visible under angiography making it difficult to position and dilate the balloon. The physician successfully used another balloon catheter to complete the procedure.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the device found no anomalies with the catheter. The balloon and the marker band were examined under magnification and no anomalies were noted. The marker band was clearly visible under fluoroscopy. A functional evaluation was performed and no anomalies were noted. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
During the procedure the physician found the marker band was not clearly visible under angiography making it difficult to position and dilate the balloon. The physician successfully used another balloon catheter to complete the procedure.